Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone all that the insulin pump had rewind anomaly. The customers blood glucose level was 250 mg/dl. The customer stated that the insulin pump gives the no delivery alarm. The troubleshooting was performed for the for the no delivery alarm and the insulin did not exit. The customer was advice to remove the reservoir from the pump and rewind. The customer stated that he already changed his set but it is still giving him an occlusion. The device will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. No rewinding anomaly noted. Rewind anomaly not conformed.